Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire, an open brown (-5v) wire, and an open pgnd wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified. There was no adverse event that resulted from the damaged belt.